Manufacturer narrative:
(B)(4).

Event description:
The pt was in the ER and was experiencing withdrawal. The pump was interrogated and found to be stalled; no motor stall recovery was noted in the logs. It was noted that the pump had numerous stalls and recoveries. The pt was being treated for intrathecal baclofen withdrawal. The eri (early replacement indicator) of the pump was approx 4 months. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.